Manufacturer narrative:
The m2a-magnum pf cup was not returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10994, 0001825034-2017-10995.

Event description:
It was reported that bilateral hip patient underwent left total hip arthroplasty and underwent a revision seven years later due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.